Manufacturer narrative:
H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched the customer and checked temp probes and heating elements: no damage or build up was observed. The 3t was tested and the heating worked correctly: device reached the temp in 20 mins (inspect is 20 mins). The mins ac and cpu were replaced and device was retested. Device was able to reach the desired temperatures while pumping (heat) in less than 18 minutes. Livanova fse completed tests as per the service manual to confirm the system working properly. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland, received a report that, during a procedure, the patient side of a 3t heater cooler did not warm to 37°c as intended. The device increased the temperature to 35°c (from 30°c) in 30 minutes. The warm cardioplegia side was set to 38°c and the cold cardioplegia side was set at 2°c degrees. After 30 minutes the unit was turned off for 1 minute with no improvement. Medical team elected to switch to another unit that warmed from 21°c to 37 degrees in 5 minutes. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: based on the collected information and technical inspection, it cannot be ruled out that faulty electronics of the ac mains and cpu boards contributed to decreased heating performances on the patient site. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.